Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted:(B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 04-feb-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug (unknown concentration or dose) via an implantable pump for spinal pain indications. It was reported that the patient's pump and catheter were explanted due to an infection at the pump pocket site. There were no known factors that may have led or contributed to the issue. The issue was resolved at the time of report. The patient's weight was asked but unknown. The patient's medical history was asked and will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine and dilaudid via an implantable pump for spinal pain and non-malignant. The patient reported their current pump had been implanted for over a year but they had a 1 revision with 1 of the pumps. The patient mentioned a couple years ago, the implanting health care provider (hcp) also filled the pump. The patient stated the implant site was red and hot and the skin was starting to open up but they were told it was a little red but it was ok because their labs came back fine. The patient stated not even 6 hrs after that appointment, where their first pump was implanted, on the right side, the incision gave them a deep tissue injury and it was pushing on the tissue and was starting to bruise the tissue, so the pump pushed through skin, opened up the entire wound and the pocket was spilling out in their lap and they could see the pump, but they called 911, and went to the intensive care unit (ICU) for a few days and they couldn't walk. The patient stated that they took the pump out and other hardware inside of them, even though the other hardware was not infected. The patient stated they waited a few months and found a new doctor that implanted it but the pump had to be moved because the spot it was in it was strange, and it went ok but this doctor had them on very little compared to their old doctor and was very liberal with increases and kept them at almost nothing for a year.